Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved an extension set, 7 inch, clave connector, secure lock where a report stated that the type of event was serious injury due to exposure to body fluids on patient in radiology being given IV contrast. The clave 7 inch extension set in use in the IV line blew out, spraying contrast and blood and it was the third time happened of the extension set. There was a patient involvement and reported a serious injury.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of split set could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.